Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported that mesh was implanted on (B)(6) 2007 to treat rectocele. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, organ perforation and fistulae. It was further reported that patient underwent mesh revision on (B)(6) 2008 attempt to remove mesh (2 different surgeries) due to mesh erosion, pain, discomfort and mesh growth into urethra. The patient underwent mesh removal on (B)(6) 2009 due to pain and discomfort. No additional information was provided. (B)(4) - urinary/bowel problems; undefined recurrence; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2002 and pelvicol and uretex were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.